Event description:
A report was received that the patient was having pain at the medial portion of the incision going to the midline. The patient was given injection which worked, however, pain has reoccurred. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having pain at the medial portion of the incision going to the midline. The patient was given injection which worked, however, pain has recurred. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having pain at the medial portion of the incision going to the midline. The patient was given injection which worked, however, pain has recurred. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was not comfortable with the device and felt a tingling sensation in the right spot. The patient underwent an explant procedure wherein electrocautery was used. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4)